Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 246 and 193 mg/dl. Tests were done within 5 minutes. Patient did not experience any adverse events. No further information has been reported. "Patient indicated that patient may have smeared and touched the strip when patient first received a reading of 243. Also, patient has expired solution and may have expired strips. Patient could not remember."